Manufacturer narrative:
Device evaluated by manufacturer: the device was visually examined and it showed no damage. Functional analysis was done by completing the setup procedure and performing aspiration testing of the device. Test results showed that this device did not perform as designed per the test procedure specification withdrawing 1ml of fluid in the 1 minute time frame. Inspection of the remainder of the device, revealed no damage or irregularities.

Event description:
It was reported that there was a loss of aspiration. A 2.4mm jetstream xc catheter was selected for an atherectomy procedure in the superficial femoral artery (sfa). The target lesion within the sfa had soft plaque and in-stent restenosis. After the device was activated for ten seconds during the procedure, it lost aspiration. The physician tried to flush it several times but the issue persisted. There was no visible damage to the device. The physician believed the loss of aspiration was caused by lesion debris clogging the aspiration channel. The procedure was completed with a non-bsc device. There were no patient complications reported and the patient's status was good.